Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 13 in the mouth, primary stability was not achieved in type ii bone. Clinician reports another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 13 in the mouth, primary stability was not achieved in type ii bone. Clinician reports another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).